Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be ¿brittle material ¿ inappropriate material choice". However, there was insufficient information to confirm this potential root cause. The DHR review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they applied this device to one of their home care clients regarding urinary catheter on (B)(6) 2024 and within an hour of leaving the house, the leg bag flip flop valve began leaking. The client advised that it was leaking at the side of the valve, as if the valve had dislodged. They were unable to push the valve back in and the device needed to be replaced. Unfortunately, the client did not keep the device and it was discarded.

Event description:
It was reported that they applied this device to one of their home care clients regarding urinary catheter on (B)(6) 2024 and within an hour of me leaving her house, the flip flop valve began leaking. The client advised that it was leaking at the side of the valve, as if the valve had dislodged. They were unable to push the valve back in and the device needed to be replaced. Unfortunately, the client did not keep the device and it was discarded.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.